Manufacturer narrative:
Correction h6: 2388 - inadequate pain relief added to coding. 2199 - no health consequences or impact updated to 4610 - inadequate/inappropriate treatment or diagnostic exposure.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.